Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on january 31st after a novasure procedure, the physician observed that the tip of the device melted. No patient injury was reported. No other information is available.

Manufacturer narrative:
Novasure disposable received and tested : failure mode related to array damaged/torn. Visual inspection was performed, there was a hole in the array and the tubes were cut off so the disposable cannot be functionally reviewed.. Hence the complaint can be confirmed.